Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of 2 devices found incompatible components from another manufacturer (bandit cartridge) in the handpiece.

Event description:
This report summarizes 2 malfunction events where a midwest tradition handpiece would not hold burs. No injury resulted in any of the events.